Manufacturer narrative:
On july 13, 2009, the local representative contacted technical services to report that this patient has been scheduled for an invasive check of the device connections. The physician suspects a loose set screw. Subsequently, boston scientific crm received information that this local representative contacted technical services on august 26, 2009 to report that no invasive intervention was required. The physician elected to reprogram the shock vector that had an acceptable shock impedance measurement. The available information suggests that the device and lead system remains in-service. The event will be reopened if additional information is received and/or products are returned for analysis. Boston scientific received information from a social security index search that this patient died in (B)(6) 2016. The lead was received at boston scientific's return product department in april 2018 and laboratory testing was completed in early-may 2018. There were no allegations of lead malfunction that may have caused or contributed to the patient's death. Upon receipt at our post market quality assurance laboratory in april 2018, a thorough evaluation of the device was performed. The header was firmly attached to the device casing. No holes were noted in the seal plugs and all set screws moved freely. A manual shock impedance test was normal. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, sensing and impedance functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations in 2009.

Event description:
Boston scientific crm received information that the local representative contacted technical services on july 9, 2009 to report that this device and lead system were exhibiting a shock impedance measurement of > 125 ohms. The local representative checked all three shocking vectors and > 125 ohms was recorded.